Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet bionic pancreas shortly after initiation, with the lowest blood glucose of 50 mg/dl and time below range for about 30 minutes; the device alerted for low glucose, and the user corrected with oral glucose (orange juice). Symptoms included slight visual disturbance consistent with hypoglycemia. Outcomes included recovery at home without outside assistance or medical intervention. Investigation included troubleshooting and education regarding the ilet learning period and expected early variability as the system adapts to individual insulin needs. Investigation of this case revealed no device malfunction and suggested an early-use learning period as the context for the hypoglycemic episode. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with early-use adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.